Event description:
It was reported that the tips of two bioabsorbable suture anchors broke off during surgery. Part of one anchor tip remained in the pt's bone. The pt was described as having average bone density and the surgeon did not apply any more pressure than usual. No further info regarding the pt or the event was provided at the time of this report or made available in response to follow-up requests to the surgical facility. It is uncertain at this time if any adverse pt event occurred. No pt consequence have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The driver, suture, and suture loop were returned for evaluation. The retrieved implant piece(s) was/were requested but not received. The investigation revealed no damage was found on the driver or sutures. The driver dimensions met criteria. The implant loop was complete; it appeared from evaluation that the suture loop pulled out from the implant. The loop pull-testing results at receiving inspection for the implant met criteria. Because the implant was not returned for evaluation, a definitive conclusion for the event could not be made. Possible causes for such an event include over-insertion, not inserting the implant perpendicular to the bone, or prying/leveraging the driver while the implant is still loaded. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination.